Manufacturer narrative:
The product was not rec'd for eval.

Event description:
The device was used during a thoracoscopic procedure. Reportedly, the instrument was difficult to open and close. There is no add'l info at this time.